Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Gamma3 primary surgery was performed on (B)(6) 2014. After that, the fracture became nonunion, the nail and the locking screw broke. On (B)(6) 2016, revision surgery was performed.

Manufacturer narrative:
The evaluation revealed the broken locking screw to be the primary product. During investigation no material, design or manufacturing related matters were found. The screw was documented as faultless prior to distribution. The evaluation revealed that the screw broke most likely in a fatigue fracture after a period of approx. 21/4 years of implantation. According to found damages the fatigue fracture had its origination in the ground of the thread. Referring to found evidences the event was most likely caused by significant and permanent axial load application. A medical review was not possible due to outstanding medical records. General aspects: the t2 locking screw is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Screw breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a screw breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. In this case it could not be determined whether the implant was suitable for treating the bone fracture, there was no information available if the implants had been placed in suitable manner and there was no information available if bone healing had developed in sufficient manner. Further, there was no information regarding potential patient diseases resp. Potential medication. As no post-operative weight bearing instructions were noted it could not be determined if the patient had been compliant resp. If the surgeon¿s instructions were appropriate. From technical point of view a more precise statement was not possible. In case further relevant information becomes available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the t2 locking screw was not verified.

Event description:
Gamma3 primary surgery was performed on (B)(6) 2014. After that, the fracture became nonunion, the nail and the locking screw broke. On (B)(6) 2016, revision surgery was performed.